Manufacturer narrative:
The model c230 is "similar device" to the models dk50 d/dm cleared 510(k) k060781. C230 does not have used acoustic high temperature alarm but this alarm is incorporated to the model dk50 d/dm.

Event description:
Speaks clinical engineer: I have one e100m that's in the workshop for inspection. Apparently this ventilator is used with the compressor at (B)(6) hospital (B)(6), when I went to fetch the ventilator at hts-ce, I saw that the compressor was badly burnt (fire). They said they will condemn the compressor and they want me to inspect the ventilator, on inspection I haven't found any fault thus far except that its smelling smoke on the inside since there was fire coming from the compressor. I spoke to the doctor at the hospital, he said the ventilator was in use at the time of incident and fortunately the child was not injured. The compressor is a newport c230 but the serial number cannot be seen (it was burnt). All I gathered from the nursing staff is that there was an alarm, they did not know whether it was a ventilator or compressor and they tried to silence the ventilator, it couldn't silence and they continued using the ventilator up until the incident happened.